Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Alternate samples from the same lots that were sent to the customer were received from the distribution center for investigation and no defects were noted. In addition, investigations of the device manufacturing records were conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process in addition, the batch record reviews confirmed the labeling, material, and process controls were within specification.

Event description:
A nurse from a hemodialysis facility reported the pt's blood began to clot in the line at the end of the treatment. According to the nurse during follow up, the pt was dialyzing without the blood thinner, heparin. She reported the lack of heparin led to the clotting of the blood in the venous chamber. The estimated blood loss was 100ml. The pt did not require med intervention as there was no adverse effect. The bloodline was discarded. The lot number is not known.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch will be submitted upon completion.